Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer stated that they had high blood glucose of 450 mg/dl at the time of incident. The customer reported that they had a bent cannula and had to change the infusion set. Troubleshooting was done for no insulin flow blocked alarm. The customer stated that the insulin did exit and the insulin flow blocked alarm did not recur. The insulin pump will not be returned for analysis.